Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient heard a hazard alarm and performed system controller exchange. On interrogation, there was only an emergency backup battery fault (ebb) fault noted and no hazard conditions. Ventricular assist device (vad) coordinator was unable to sleep the system controller, and the mechanism of the battery button felt strange (the click mechanism). The vad coordinator had to remove the backup battery to disable it. Log files captured ebb faults starting on 30aug2024 at 08:12 and continued until the controller was exchanged 26aug2024 at 08:26. No hazard alarms were noted prior to the ebb faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and a sleep mode issue were both confirmed via the provided log file; however, the reported issue with the controller¿s battery button was not confirmed. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2024. At this time, the loaded voltage was under the acceptable voltage threshold as compared to the unloaded voltage, triggering the alarm. The patient¿s driveline was disconnected on (B)(6) 2024 at 8:26:07 to perform the reported controller exchange. However, the controller remained powered on after the exchange with the backup battery fault remaining active. The voltages in the white and black power cables were observed to be atypical, as voltage values were still observed despite the cables being disconnected from power. Although the cause of these voltage changes was unable to be determined, voltage continuing to be supplied to the controller would cause the reported sleep mode issue, as the controller can only be powered off when power is no longer being supplied. The backup battery was observed to have been disconnected on (B)(6) 2024, fully shutting off the controller to resolve the issues. The system controller (serial number (B)(6)) was not returned for analysis. Available information indicates that all issues resolved upon exchanging the controller. The root causes of the reported events were unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate backup battery fault alarms with an unknown root cause. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to properly put a running system controller into sleep mode by holding the battery button for 5 seconds after disconnecting the driveline and external power. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.